Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms when she was filling the tubing. The customer's blood glucose was 430 mg/dl. Troubleshooting was done. The customer attempted to run a manual prime of 5 units, but the insulin pump alarmed no delivery. Advised customer that the insulin pump was working as designed. The customer declined troubleshooting for his high blood glucose values. Advised that replacement infusion sets would be sent. Nothing further reported.